Event description:
It was reported that this patient's system consists of this boston scientific implantable device and three competitive leads. The device was programmed to left ventricular (lv) pacing only and the lv lead was implanted in the left bundle branch area (lbba) to provide lbba sensing. The caller requested episode review due to unexpected pacing in the right ventricle (rv). A boston scientific technical services consultant noted oversensing of an unknown signal causing lv pacing inhibition with unwanted pacing in the rv. The consultant suggested testing and reprogramming if appropriate for the desired outcome. A follow up visit was scheduled for the following month. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.